Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failure resulting in signal loss to the ilet, which was addressed by unpairing the sensor from a smartwatch and phone, performing the pairing toggle steps, and restarting the ilet to restore readings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed that multiple sensor connections prevented pairing to the ilet system, and the issue resolved after disconnecting a secondary pairing and allowing for pairing with the ilet. It was concluded, based on previously established findings for similar reports, that user device connectivity limitations led to the pairing conflict, and no ilet malfunction was noted.

Manufacturer narrative:
Initial.